Event description:
It was reported that during an original surgery a sling device was attempted but an artificial urinary sphincter(aus) device was implanted to complete the procedure. A patient outcome was reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.